Manufacturer narrative:
An investigation conclude that the data discrepancy could be caused by a different year in the rx2000 and the rx5000 programmers. As inquire, telemetry, and print (itp) will not display the time discrepancy screen. The missing model/serial number could not be duplicated by performing itp using current software. This event has never been reported again. No further action is required.

Event description:
When the programmer inquired the device, the model/serial number was missing.